Manufacturer narrative:
A complaint history review and service history review from install date on (B)(6) 2024 through aware date 07/18/2024 for similar complaints was performed for serial number (B)(6) . There were no similar complaints identified during the search period. The ctnl2 analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results.16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients.18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Results from this or any other in vitro diagnostic procedure which do not correlate with the clinical presentation of the patient should be interpreted with extreme caution. The use of a single ctni result on a patient should be discouraged. As with the other cardiac markers, a temporal pattern of rise and fall over time should be observed to aid in accurate interpretation of the results. Users are reminded that elevations in ctni can occur for reasons other than myocardial infarction, and lack of a ctni value over a certain value does not preclude ami or serious cardiac injury. Assays from various manufacturers may yield different results. Reactivity of the epitopes used in the assay vary with the form of ctni present in a specific specimen. Also, assay calibration between manufacturers is not standardized. Using st aia-pack ctni 2nd-gen, the highest concentration of troponin I measurable without dilution is approximately 115 ng/ml, and the lowest measurable concentration is 0.06 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 115 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 115 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. No patients with skeletal muscle disorders were studied. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be established.

Event description:
A customer reported "high level 1 quality control (qc)" for cardiac troponin I (ctnl 2) on the aia-360 analyzer. The customer stated that only level 1 value has been increasing slowly to where it is out of package insert range. The customer recalibrated twice and used a newly opened qc. The diluent and wash solution are used from a previously made batch and refilled as needed. A technical support specialist (tss) instructed the customer to prepare fresh wash and diluent solutions and perform a decontamination. The tss also sent new multi analyte control (mac) controls and a new test cup lot to the customer. The customer reran the qc and result is now low, and they are unable to run ctnl 2. Two days later, the customer reported that qc is now in range. It should be noted that the new mac controls were not run, and the new test cup lot was not used. The analyzer is operational and the customer is satisfied with the resolution. The reported event resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.